Manufacturer narrative:
Lot review: a review of lot# 3297599 showed (B)(4) units were manufactured, tested, inspected and released in july 2016 citing no exception documents.

Event description:
Spiros cap is leaking and the rod is also unraveling from the connections on the primary tubing and is also leaking around the hub of the cap. Unprotected chemo exposure reported but no adverse patient consequences reported.